Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of screen freezes. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/8/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 11-9-2016 that a customer had an issue with an enteral feeding pump. The customer reports: screen freezes, no patient involved.